Event description:
This lead had a shock impedance >150 ohms. The pt was taken to the ep lab and it was found the set screw was loose. All available info suggests this lead remains actively implanted. There were no adverse pt effects reported.